Manufacturer narrative:
The device was returned to nuvasive and the complaint was confirmed. No root cause has been determined yet as the device is currently with engineering being investigated. Results will be reported upon completion of the investigation. Label review: "pre-operative warnings: care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "The method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. Some instruments may be used in conjunction with other nuvasive devices. Refer to the instructions for use for these devices for important labeling information." "The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." "Packaging: packages for each of the components should be intact upon receipt. Devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasie."

Event description:
On (B)(6) 2022 a patient underwent an posterior fixation procedure. During the procedure a screw was engaged to a guide and inserted into the vertebral body. The guide could not disengage the screw so both the screw and guide were removed from the patient. A new guide and screw were used and the procedure was completed without further issues.

Manufacturer narrative:
The device was received by nuvasive and the complaint was not confirmed. The guide was not returned for evaluation. Examination and testing could not recreate a disengagement issue utilizing several guides pulled from stock. The root cause of the reported event is unknown and could not be recreated but may be related to a physical obstruction,user technique or a problem with the unreturned guide. No additional investigation can be completed. Labeling: "pre-operative warnings: 3. Care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the reline implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the reline implants if there is any evidence of damage. 4. Refer to cleaning and sterilization instructions below for all non-sterile parts. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Information: to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com. This instructions for use document is intended for the us market only. For ous instructions for use, please refer to document#: 9402734 for non-sterile implants and #: 9402425 for sterile implants."